Event description:
The customer reported to baxter (B)(4) of a flo-gard IV solution admin set in which the tube disconnected from the chamber. The event occurred during priming of normal saline. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was available at the plant for evaluation. Visual inspection revealed that the tube was disconnected from the chamber. The reported condition was confirmed. The root cause was determined to be due to low insertion by the machine. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the u.s. And does not have a 510k number. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Corrections: the previous date of (B)(4) 2012 on the initial report was incorrectly chosen. After further investigation, the reported condition was determined to be a reportable malfunction on(B)(4) 2012. The date has been corrected to (B)(4) 2012.